Event description:
During patient assessment the nurse noticed the bili blanket was flickering. After assessment, there was a burning smell and the unit was hot to touch. The unit was turned off and when the bili blanket paddle was unplugged it was noted that the fibers at the distal end with metal connector was melted. It appears that a second one was placed with had the same result. The unit was then removed from service with the two paddles. The manufacturer is sending a replacement.